Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and two mesh products were implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2020 during which the surgeon noted a direct inguinal hernia recurrence and there was an old plug within his space but it was densely adhered. He elected not to remove it. It was reported that the patient experienced chronic pain syndrome, erectile dysfunction and dense adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/07/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.